Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly , per paper by somers et al., "high serum ion levels in conserve plus big femoral head cemented total hip arthroplasty.", hip int. 2016 sep: allegedly hip revised for a late periprosthetic femoral bone fracture, 18 months post operation. The femoral stem and femoral head were revised, whereas the acetabular shell was retained and converted to a dual mobility tha. No further details of the patient or implants were reported.